Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years of post-deployment, a computed tomography abdomen was revealed an inferior vena cava filter centrally located in the inferior vena cava, tip just below the level of renal veins. There was evidence of strut perforation, 4.5 mm at 7 o'clock, 5 mm at 12 o'clock, 4 mm at 3 o' clock. No visceral perforation was noted, although the 12 o'clock strut perforation lied just behind the posterior duodenum. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 09/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately six years post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.